Manufacturer narrative:
Additional information: the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). Device evaluation: a medtronic representative went to the site to test and service the equipment. The positioning sensor unit (psu) was replaced, thus resolving the issue. The navigation system then passed the system checkout and was performing as intended. The psu was returned for further evaluation. Visual/physical examination, functional testing, and proceduralized device testing were performed, and the reported issue was able to be duplicated. A check of the event log showed bump and temperature failures. The psu also failed an accuracy test (aak) at .29 mm with a passing threshold of .25 mm. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The camera was sent to the vendor for analysis. Vendor analysis found that the camera was out of calibration. The tripped bump and temp sensor was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. The reported issue was noticed during inspection. It was reported that the error led lit up on the positioning sensor unit (psu). A temperature sensor error occurred with the psu, and at the same time a shock sensor/bump sensor error also occurred. There was no patient associated with this event. It was noted that a new camera was installed which resolved the issue.